Manufacturer narrative:
(B)(4). Additional information was requested however not received. To date device not received. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? No further information is available. Was the issue noticed during first activation? No further information is available. How was the case completed? No further information is available. Was another reservoir used to correct the situation? No further information is available. Device return status we regularly contact with sales rep about the device returning. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a reservoir was used. It was hard to lock the reservoir in the ward/ICU. Further details are not provided. There were no adverse consequences to the patient. Lot number is unknown.